Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however a crack was found on the top panel by the bag/vent switch. The top panel was replaced and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an intermittent failure of the unit to switch to mechanical ventilation when requested. There is no report of patient injury.